Manufacturer narrative:
Device received by MFR 1/6/97, following a two week plant shutdown during the christmas and new year holidays. The investigation is not complete at this time. Add'l eval codes will be forwarded following completion of investigation. Remedial action taken will be included in add'l info regarding conclusion of investigation. 2/21/97 add'ld info: add conclusion code of 60 to h6. Complete h7 with "add label" to product to instruct the users of the mask to not remove the anti-fog film. User-inter-face (removing the anti-fog film) weakens the top binding seal and the nosepiece may become loose from the mask.

Event description:
The contact reported that on or scrub tech was struck in the eye by the metal nosepiece of the mask as it came through the outer facing of the mask. The wearer was seen in the ER and treated with antibiotics. No known long term or permanent damage reported.